Event description:
The complaint reported that an impella lp5.0 pump was implanted in a (B)(6) female pt on (B)(6) 2012 for cardiomyopathy. There was one issue for purge pressure problems that was resolved by changing the console cable. The pt was on support for 8 days as a "tune up" for transitioning to a heartmate ii (hm ii). On the morning of (B)(6) 2012, the pt was taken to the operating room for the hm ii implant procedure. After the pt was placed on bypass, the impella pump was reportedly turned off by disconnecting the console cable before it was removed from the left ventricle. After the surgeon cored the ventricle, there was a significant amount of blood exiting the heart. After emptying the heart and checking the bypass cannula, it was deduced the aortic valve leaflet was torn. An artificial aortic valve was implanted and the hm ii was successfully placed. The procedure was successful and the pt survived and ultimately did well.

Manufacturer narrative:
Investigation results: the pump was not returned for evaluation. The analysis of the reported valvular injury is based on the console data, complaint info records and an interview with the cardiothoracic surgeon present during the case. The cardiothoracic surgeon examined the aortic valve after the case and felt the damage did not appear to be acute but to be consistent with trauma that occurred over time. Before the device was pulled however, the surgeon reported that the echocardiogram was reviewed and there was no sign of aortic insufficiency (ai). During the interview the possibility that the damage was caused by removing the device while the pt was on bypass with the aortic valve in a fully closed, collapsed state, was discussed. Guidewire damage was also discussed. The mpc console data was examined. Other than spikes in purge pressure early in the case (apparently resolved by the cable change) and a gradual rise in purge pressure that began on day 6, the pump appeared to operate normally. The placement signal was relatively constant with a min/max-differential pressure range of 0-mmhg/60-mmhg up to the time the pump was shut off. The mpc logged the pump being disconnected while it was running on the morning of (B)(6). Just prior to it being disconnected, there were two wrong position (error-2) warnings that may have been triggered by the aortic valve blocking the pump outlet. It is not known whether the pump was repositioned or if bypass was being initiated, causing movement of the pump. It appears the event that caused the damage to the aortic valve occurred after the impella was turned off, based on the relative constant differential pressure signal up to that point, and the lack of ai just prior to removing the pump. It is believed that the most likely source of the damage was when the pump was being pulled through the aortic valve when the pt was on bypass. The pump may have been operating when reviewing the initial interview with the perfusionist who attended the explant procedure. The pt had been placed on bypass, and the aortic valve was likely in a fully closed state when the pump was withdrawn. Because the pump was not returned, no assessment could be made concerning the role it may have played in contributing to the damage to the aortic valve, if any. (B)(4).